Manufacturer narrative:
Insulin pump was received with normal operating currents and passed the self-test, unexpected restart error test, and displacement test. However, the insulin pump alarmed compromised force sensor system during the prime/compromised force sensor system test at 4 lbs. Due to faulty force sensor resistor. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system consistently. The customer received a total of five compromised force sensor system alarms. Customer's blood glucose level was 348 mg/dl. The customer treated his blood glucose level with a manual injection. He had a headache. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.